Event description:
It was reported the patient presented for implant procedure. During surgery, the leadless pacemaker was unable to obtain an adequate capture threshold. The procedure was completed with a transvenous pacemaker. The patient was in stable condition.